Manufacturer narrative:
The insulin pump received with unresponsive buttons due to flattened dome switch on the esc button and the express bolus button. Analysis was unable to perform displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor, and excessive no delivery alarm test due to unresponsive buttons. The insulin pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the pump had a keypad anomaly and experiencing high blood glucose. The blood glucose at the time of the incident was 252 mg/dl. The wife states the b button was indented. Troubleshooting was not performed. The device will be returned for analysis.